Manufacturer narrative:
Summary: according to the surgeon, after firing sequence the display prompted "firing complete." The bougie was placed at the distal staple line and no staples were found. Upon analysis, the marking on the pockets showed all staples were present, however the anvil pad showed a knife shift from center at proximal to edge of the pad at distal. A new cartridge was reloaded into the housing. Ralc45 calibrated normally, opened fully, closed into firing range, and fired staples into six layer of red foam (lungs). Staple formation was acceptable and cut was complete. The knife penetration did not change the path. This is a confirmation of distal misalignment. Root cause: it's now known why staples were not present at the distal end even though staples were confirmed to be present during the time of firing. Corrective action will be issued to lacey for ralc distal alignment scar.

Event description:
Sigmoid resection. Ralc45 dlu was fired and no staples were found. A tear in the tissue was observed and a leak developed. Manual sutures were placed to repair the conditions.